Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield duo¿ pen needle that the catheter split. The following information was provided by the initial reporter: catheter split.

Manufacturer narrative:
H6: investigation summary two sealed 30g x 5mm safety pen needle samples along with a one photo of an open safety pen needle along with a piece of cannula in the septum of a pen were returned from lot. No. 1166901, cat. No.329505. Visual examination was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. As the sample in the photo was not returned no further investigation can be carried out.

Event description:
It was reported while using bd autoshield duo¿ pen needle that the catheter split. The following information was provided by the initial reporter: catheter split